Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration. And bolus history were correct. In addition, a fixed prime test was completed and insulin exited. The high pressure test was performed and passed.